Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements in bipolar mode. Which was suspected to be caused by integrity issue of this ra lead. Currently, this ra remains in service and no adverse patient effects were reported.